Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: presume cause: from the investigation, olympus presume that the image is not displayed due to failure of the printed circuit board (dx board). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had no image, the serial digital interface (sdi) ports are not functioning. The issue was found during preparation for use for an unspecified diagnostic procedure, there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the sdi ports were not functioning, thus there was no image due to a faulty printed circuit board. In addition, it was recommended to upgrade the software version from 4.00 to version 4.10. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.